Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then the pump stops. Customer does not recall any significant events leading to the error, but indicated that the reservoir was being changed at the time. Customer's blood glucose was 222 mg/dl at the time of incident. Troubleshooting was done for motor error and customer was able to complete the rewind sequence however, the pump alarmed motor error again. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.